Event description:
It was reported the patient felt the leads were bare; "felt, that I was on top of an electric fence all of the time".

Manufacturer narrative:
This report is being filed under exemption which covers a 3-year retrospective review of previous calls that were not forwarded to complaint handling from patient/technical services for MDR review during the time period of june 1, 2004 to may 1, 2007 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury and malfunction events found during this review. This medwatch report represents 4 unreported malfunction events for model 3023, 1 malfunction events for model 3093 lead, 1 malfunction events for model mgu lead, 1 malfunction event for model 3058, and 1 malfunction event for model mgu ipg for the above time period (all product). This total includes the event described in this report.